Manufacturer narrative:
Concomitant medical products: product ID: 9735783, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that pre-operatively when setting up the system the camera cart was failing to connect to ip of the main cart. The site had unplugged the camera cart from the main cart and tried to power off. Technical services (ts) had the site force power off both carts, unplug from wall power and then reboot with the carts connected. Both carts powered on and the main cart displayed software but the camera cart still showed the "connecting to ip" and would then time out. The camera had both the green and amber led on. The site aborted use of the navigation system. The manufacturer representative (rep) was unable to replicate the error initially, but on the fifth reboot, the system did not connect. Ts had the rep swap ports on the checkpoint in the main cart and that made no difference. The rep checked the o-ring and the led for the incoming communication cable and it did not have a green blinking led like it should. The rep tried to bypass with a known good network cable by connecting the checkpoint to the o-ring directly with the cable. This did not make a difference. Both the camera and monitor are not connecting on the camera cart. No impact on patient outcome. There was a delay less than one hour.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. It was noted that hardware parts were replaced. The navig ation system then passed the system checkout and was found to be fully functional. H6: additional review indicated codes d15, b17, and c20 are no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: system service information has not been received, but it was reported that hardware parts were replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the network switch (5 port) was returned to the manufacturer for analysis. Analysis found that there was no failure. The returned unit was bench tested and was found to function as intended. Each port was ping tested and zero packet loss was the result, and no issues were observed. H6: codes d02 and c02 apply to the system. Codes d14 and c19 apply to the component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the system didn¿t shut down and not work during a case. The manufacturer representative clarified that the site called it in because it was acting weird when they would boot up the system.